Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/25/2016. The fse found the red stripe tubing disconnected from port 9 on the diff shear valve 85/126 causing the observed leak consisting of differential (diff) lyse. The end of the tubing was trimmed and reconnected to the diff shear valve port 9 resolving the leak, and the diff lyse was primed with no further leaks observed; diff background was within specification. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a leak of clear fluid of approximately 5 ml in volume coming out from the right side of the blood sampling valve (bsv) on a coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eyeglasses and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.